Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received two needles that pertain to product code w8304. This product code is double-armed. Additionally, a photo was provided and it showed the same condition as the received sample. Overall review of the returned sample shows that the swage and attachment area of the needles were noted to be as expected. One needle is still attached to a small suture piece. In addition, the end of the suture piece was observed to be damaged. The other needle was examined and no remnant of suture was observed in it. As the suture piece was not returned for evaluation, the event description could not determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Corrected information: d4 lot number.

Event description:
It was reported that a patient underwent a liver transplantation procedure on 10/24/2023 and suture was used. During surgery, the suture pulled off the needle occurred when sewing vessels. Changed to another one to continue, the suture pulled off the needle again, and the needle fell into patient's body. The surgery delayed for about 1.5 hours to look for the needle and remove it from patient. The patient is stable now. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after investigation, the specific gender and age of the patient were unknown. The patient underwent liver transplantation in the hospital on october 24, 2023. The surgeon used w8304 for vascular sewing in the way of continuous suturing. The pull off suture needle occurred during sewing. The surgeon immediately replaced a new suture of the same lot to continue the suturing. The pull off suture needle occurred again. The detached needle fell into the patient's body. The surgeon immediately looked for the detached needle. The patient was given intraoperative c-arm machine examination to assist in looking for the needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body, the patient was given a new suture (the specific product information was unknown) to continue the sewing. The subsequent surgical operation went smoothly. This event caused no other harm to the patient except that it prolonged the surgery for about 1.5 hours. The patient was in stable condition currently. No subsequent adverse event report was received. The following information was requested, but unavailable: was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-08937. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 the device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.